Event description:
Cuff had migrated out with a small amount of the cuff exposed.

Manufacturer narrative:
The complaint of catheter dislodgement is inconclusive. No defects were found with the surecuff and there is a complete bond between the cuff and heat sleeve. The heat sleeve is fixed in its manufactured position on the catheter. Catheter dislodgement can occur due to a lack of complete tissue ingrowth around the surecuff. This may be due to the physiology of the pt. Proper dressing and anchoring of the catheter will help prevent dislodgement. The IFU addresses proper dressing techniques. A lot history review (lhr) of revf0419 showed no other similar product complaint(s) from this lot number.